Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. During disinfection, a leak was observed. A visual inspection was performed and there was a tear in the patient line. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s peritoneal dialysis (pd) treatment. There were no reported alarms prior to discovery of the fluid leak. The contact stated there was a tear on the patient line tubing approximately six inches from where it extends out of the cycler door. The leak was reportedly coming from the tear. The ts representative advised them to re-setup with new supplies; fluid did not come in contact with the cycler. Upon follow up with the patient¿s contact, it was confirmed that the patient completed treatment after setting up with new supplies. The morning after the incident, the contact was unable to re-identify the reported tear in the line. The contact confirmed the pd nurse was made aware of the reported event. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed that the patient is continuing pd therapy on the cycler with no further issues. The complaint device was available to be sent back for a physical evaluation.